Event description:
This sterile empty vial contained a shard of glass approx 1.5 cm x 0.5 cm, convex shaped. (The glass was in the vial, beneath the plunger. It looks to be the size and shape of the glass vial - it must have come from another vial (since this was intact) and ended up in the finished product that was sent to facility.